Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced allergy to metals (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("since the insertion, intense fatigue"), disturbance in attention ("disabling loss of concentration"), aphasia ("difficulty finding the words in regular dialogue"), muscular weakness ("significant loss of muscle strength"), erythema ("unexplained redness on the lower belly") and chills ("permanent chills"). At the time of the report, the allergy to metals, fatigue, disturbance in attention, muscular weakness and chills outcome was unknown. The reporter provided no causality assessment for allergy to metals, aphasia, chills, disturbance in attention, erythema, fatigue and muscular weakness with essure. The reporter commented: actions taken in the healthcare facility for patient care: every system has its flaws, but why replace a system that has been working for many years with a new one (whose consequences are unknown). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-apr-2022. The most recent information was received on 26-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced allergy to metals (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("since the insertion, intense fatigue"), disturbance in attention ("disabling loss of concentration"), aphasia ("difficulty finding the words in regular dialogue"), muscular weakness ("significant loss of muscle strength"), erythema ("unexplained redness on the lower belly") and chills ("permanent chills"). At the time of the report, the allergy to metals, fatigue, disturbance in attention, muscular weakness and chills outcome was unknown. The reporter provided no causality assessment for allergy to metals, aphasia, chills, disturbance in attention, erythema, fatigue and muscular weakness with essure. The reporter commented: actions taken in the healthcare facility for patient care: every system has its flaws, but why replace a system that has been working for many years with a new one (whose consequences are unknown). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.